Event description:
It was reported that a patient presented for unrelated imaging, and it was noted that the patient's implantable cardioverter defibrillator (ICD) was found to have exhibited a loss of rf telemetry. The ICD was restored, but shortly after the corrective programming changes, rf telemetry was lost again. The patient will continue to be monitored. The patient was stable throughout.